Manufacturer narrative:
(B)(4). (B)(4) - medical intervention required; moderate pancreatitis. A visual examination of the suspect device could not be performed as the complainant indicated that the device remains implanted inside the patient. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed and the device was used per the (B)(4) protocol. The most probable root cause of the reported issue is considered to be an anticipated procedural complication as pancreatitis is listed as a potential complication in the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 2007. On (B)(6) 2011 liver function tests were performed and recorded. No baseline biliary obstructive symptoms were reported. A pre-placement cholangiogram revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient. Also on (B)(6) 2011, post procedure the patient experienced moderate pancreatitis. The patient was treated medically and was discharged on (B)(6) 2011. The pancreatitis is considered to be resolved without residual effects.